Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant: a2dr01 ipg implanted 2014-(B)(6), (B)(4).

Event description:
It was reported that the patient was experiencing chest pain and the right ventricular (rv) lead was exhibiting high thresholds due to a cardiac perforation and small pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.